Event description:
Reporter indicated that vns patient has started to experience drop events with increases in normal mode output current. The patient had never dropped to the floor with seizures pre-vns. It was reported that the number of seizures has not changed, but the seizures are propagating faster (with shorter auras) with the increase in output.